Event description:
It was reported to intuvie that during preventive maintenance (pm) the pump failed flow rate testing. No patient involvement was reported.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. During routine maintenance testing, it was observed that the pump's performance fell outside the acceptable range for flow rate percentage. The root cause of this deviation is currently unknown. Reference to complaint (B)(4).

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).